Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: according with the event, 8 sutures can be returned. Please confirm the following data: 5 bending needle intra-op. 2 breakage needle. 1 used suture, no complaint. Please indicate if the two broken needles were also deformed:-----please refer to the photo attached and event description. Where did the needles bend (swage, body, middle, tip)?----please refer to the photo attached and event description. Did the needle make contact with any hard surface?----unk. Investigation summary: upon visual inspection of two pictures received. It was observed the needle holders with a bent needle, a winding former with six bent needles and two sutures with a part of the needle that still was attached to suture of product code vcp772d, however, the assignable cause of the reported condition cannot be determined in the picture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. In this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 ug/m. Events reported: 2210968-2021-07282.

Event description:
It was reported that a patient underwent a cancer procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the needle got soft and the needle broke during sewing subcutaneous adipose layer in maxillofacial surgery for oral cancer surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.